Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was broken and off track. A field service engineer addressed an issue with drawer 7.1, which had difficulty opening and closing due to a damaged bearing cage, by first removing all cubies from drawers 7.1 and 7.2 using the hardware test application (hta), removed the defective half-height drawer and replaced it with a new half-height drawer, then rebooted the station, reloaded the cubies in hardware test application, verified proper operation, and successfully completed testing, then launched the application, configured the drawer in storage space configuration, and allowed the customer to access station without any issues, tested full functionality and confirmed successful operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer was broken. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.